Event description:
The customer reported that following resterilization of the pencil, the cord was damaged. There was not pt involvement. Initial eval of the incident device found bare wire exposed and the cord failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.